Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on the device evaluation, it was discovered that a bearing was not functioning properly, which can lead to heat being generated when the drill is operated. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.